Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the temperature error (e398) occurred due to a defective high voltage power supply (hvps) board and the e433 error was caused by a defective generator board. The cause of the defective generator board is likely a destroyed tr1 transformer. There has since been a design change to prevent reoccurrence, an improved generator board was introduced. In addition, the following non-reportable malfunctions were found during the device evaluation; the front panel was broken, the display was scratched, and the instrument was not recognized. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus by a technical staff that an hf unit (generator) had a temperature and unintended reboot. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: hvps (high voltage power supply) card was found defective. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the evaluation, the reported issue was confirmed. The hvps (high voltage power supply) card was found defective, causing the root of the reported phenomenon. Error message e433 was displayed caused by the generator board defectiveness. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.